Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12 and/or sd12) intended to be implanted were reviewed (1405-1012, 1405-1014, 1405-4005 and 1508-4001) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed at the patients request due to pain in the arch of the foot. Although a number of factors could have contributed to the pain experienced by the patient, the most likely cause cannot be determined due to the device not being returned. However, no malfunctions have been alleged with any tmc hardware nor was it a determining factor for performing the revision. The device is intended for fusion/stabilization and pain is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After a bunion surgery was completed on (B)(6) 2017, all hardware was removed at the patients request in a revision surgery on (B)(6) 2018 due to pain in the arch of the foot. The surgeon indicated that he believes the pain is completely unrelated to the hardware and upon hardware removal, no failure was found in the hardware and the joint was completely fused.